Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, broken battery compartment, worn uso seal, and a scratched lcd lens. A 'high alarm displayed: downstream occlusion' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion calibration failure. The product fault occurred during testing. There was no patient involvement.